Event description:
A customer reported that during vitrectomy surgery, an ophthalmic system had the issue with the vit probe that was not cutting on the multiple instances. The procedure was completed on the same day. There was no patient harm reported.

Manufacturer narrative:
Additional information provided in sections h.6., and h.11. There was no service record relevant to the reported event, found. However, the system was last serviced prior to the reported event per service record (sr) opened. The system found to meet all cosmetic and performance standards. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. Potentially relevant complaints were found and reviewed as part of this investigation. The investigations are currently in progress. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).